Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify : during use on the patient. - what is the lot number? : unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Visual analysis of the received image determined that a coil former labeled with product code sxpp1a201 could be seen. The reported condition could not be seen in the image. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. What is the lot number? Please describe where the suture broke off. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke off. There were no patient consequences reported. Additional information was requested.